Manufacturer narrative:
The pump was not returned to smiths medical, but 1x used cassette filled with medication was received in mmuc. The complaint could no be confirmed.

Event description:
It was reported that "upstream occlusion" alarm occurred on both pumps. No patient injury was reported.